Event description:
A customer contacted beckman coulter inc., (bec) and reported that they discovered a substrate leak coming from the fluidics tray line. Customer also reported that the system began giving sample count outside limits errors. The issue is associated with the access 2 immunoassay system. There was no report of any injury resulting from the substrate leak. User did not seek medical attention.

Manufacturer narrative:
The customer stated to customer technical support (cts) that they had recently installed a new fluidics tray. During troubleshooting it was discovered that the substrate tubing to the instrument was loose and leaking at the connection point to the analyzer. The customer cleaned the spill using the appropriate personal protective equipment (ppe) and re-connected the substrate line correctly. The cts recommended that the customer prime the substrate subsystem and then perform assay qc before continuing to analyze patient samples. Service was not dispatched for this event as the issue was resolved through routine troubleshooting with hotline. (B)(4).